Event description:
The customer called to report a blank display. The customer declined to troubleshoot. The customer asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the liquid crystal display board.